Manufacturer narrative:
The customer had replaced the charge pak one week prior, but the device continued to display a battery icon. A new charge pak was sent to the customer. The device was not inspected by physio control. The root cause is not known. .

Event description:
It was reported that the device had a new charge pak placed one week ago, but is displaying the battery icon. There was no pt use associated with the reported event.